Event description:
Facility report states that a pt in a bed wearing a vest was found impinged between mattress and bedrails with feet dangling off side of bed. Pt in cardiac arrest. CPR was performed, but the pt expired. Direct cause of death is unk. Awaiting autopsy report.